Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was at work, around 1pm when they were about to finish work, she started vomiting and a friend drove her to the medical center. The patient was made aware that out of an active sensor session by the time they developed symptoms for about 5 hours. At the emergency department (ed) they took a blood glucose (bg) reading which was 489 mg/dl and the continuous glucose monitoring (cgm) was not providing readings. They treated the patient with IV insulin, and she was diagnosed with diabetic ketoacidosis (dka) and some type of infection due to high white blood cells (wbc). The patient was transferred to another hospital by ambulance, to provide better treatment as the symptoms were not improving. There the patient continued to be treated with IV insulin and antibiotics. The patient was transferred to the intensive care unit (ICU) for 3 days until she was discharged on (B)(6) 2025, feeling much better and stable. It was reported that the insulin pump was not providing her insulin at the time of event because of the sensor error on the dexcom g6. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.